Event description:
It was reported the surgeon states pt began complaining of groin pain about six months after primary procedure. Pt condition worsened until films showed a displaced acetabular shell. Pt was revised.